Manufacturer narrative:
The review of provided data confirmed the description of the issue and highlighted a possible connection issue lead to edis vr. On 13 february 2024 the paradym rf vr 9250, s/n (B)(6) was scheduled to be replaced by the device edis df1 vr - 2110, s/n (B)(6). The device dis df1 vr - 2110, s/n (B)(6) was not implanted. Investigation on the device paradym rf vr 9250, s/n (B)(6): on 13 february, the device is almost reaching the rrt. All electrical measurements are good and normal. Upon reception, the device had reached 9 years longevity and paced and sensed normally. Based on the available data, no issue is suspected on the subject paradym vr s/n (B)(6) device. Investigation on the device edis vr 2210, s/n (B)(6): upon reception, the returned device was interrogated and paced and sensed normally. The electrical test provided normal values. The visual inspection the ventricular lead connector showed the presence of a light but correct tightening lead mark on the screw and one incorrect lead mark which indicates that the screw had probably be partially engaged before pushing on the lead or that the lead was not fully inserted in before tightening the screw. This may create intermittent uncertain contact and explain the noise, the decrease of the ventricular amplitude and the high rv lead impedance. After the connection of the lead to the subject edis device and interrogation of the device, the ventricular impedance is > 3000 ohms, oversensing was visible on the recorded egm and the ventricular amplitude decreased from 15 mv to 5,5 mv. Based on available data, a lead-ICD connection issue cannot be excluded with certainty. Based on available data, no issue is suspected on the subject edis vr 2210 s/n (B)(6) device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the patient was implanted on (B)(6) 2014 with vigila 2ct 10509190 and paradym rf (B)(6). Paradym was in eri and was decided to be replaced by edis vr 2110 sn (B)(6). On 13/02/2024 dr. Iñigo anduaga explanted the old paradym. Then changed the gloves and disconnected is-1 rv connection and connected to edis. He connected and screwed without issues. When he pulled to confirm the connection he realised that the lead pin moved (without completely going out) and the sensing signal dropped from 15mv to ¿noise¿. This phenomenon can be clearly seen in file egm_strip_edisdf1vr_2024february13_110743, where the initial signal of 15mv drops immediately after pulling. In some cases a smaller pull just made the signal drop from 15mv to 5mv as in signal sensitivity_edisdf1vr_2024february13_104558.dtr, and we measured in this case the impedance that was in red indicating >3000ohm. He disconnected and connected again several times. Initially he suspected a problem with the screw and dr till f althoff also checked the connection visually. Then they suspected a problem with the lead distal part silicone, and reported it was ¿loose¿. They connected again to the old paradym and found that after screwing it was also possible to move the lead pin (without completely going out).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient was implanted on (B)(6) 2014 with vigila 2ct 10509190 and paradym rf 331yw00d. Paradym was in eri and was decided to be replaced by edis vr 2110 sn (B)(6). On (B)(6) 2024 dr. (B)(6) explanted the old paradym. Then changed the gloves and disconnected is-1 rv connection and connected to edis. He connected and screwed without issues. When he pulled to confirm the connection he realised that the lead pin moved (without completely going out) and the sensing signal dropped from 15mv to ¿noise¿. This phenomenon can be clearly seen in file egm_strip_edisdf1vr_2024february13_110743, where the initial signal of 15mv drops immediately after pulling. In some cases a smaller pull just made the signal drop from 15mv to 5mv as in signal sensitivity_edisdf1vr_2024february13_104558.dtr, and we measured in this case the impedance that was in red indicating >3000ohm. He disconnected and connected again several times. Initially he suspected a problem with the screw and dr till f althoff also checked the connection visually. Then they suspected a problem with the lead distal part silicone, and reported it was ¿loose¿. They connected again to the old paradym and found that after screwing it was also possible to move the lead pin (without completely going out).